Event description:
The patient was at work, (pt is employed at the hospital) and pt felt like pt had low blood glucose. Pt used the suspect device to check blood glucose and obtained a result of 173mg/dl. Pt then dosed with insulin based on a sliding scale. Pt almost passed out and was taken for a lab test. The lab result ws 40mg/dl. Pt was then admitted into the hospital and treated with a glucose IV. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.